Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the doctor inserted the line on a child via left internal jugular vein. On advancement of the guidewire; it could not be advanced and could not pull as it was stuck. After several attempts of pulling the guidewire, it came out unraveled. An ez io was then used on the patient.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the doctor inserted the line on a child via left internal jugular vein. On advancement of the guidewire; it could not be advanced and could not pull as it was stuck. After several attempts of pulling the guidewire, it came out unraveled. An ez io was then used on the patient.